Event description:
It was reported that the device reached the elective replacement indicator and there may have been premature depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal, meeting expected longevity.